Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (prior history of pci, moderate valvular calcification, bulky lcc leaflet calcification, lmt height of 10.5mm) likely contributed to the coronary artery occlusion and subsequent stent placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), prior to the transfemoral tavr procedure, it was noted that, due to the distribution of calcification in the elderly patient, this was a borderline case between a 23mm sapien 3 valve and a 26mm sapien 3 valve. After balloon aortic valvuloplasty (bav), was performed with a 20mm bav balloon, the coronary on aortography (aog) was evaluated. As a result of the bav, the calcification on the left coronary cusp (lcc) did not appear to move much and coronary blood flow was ¿no problem¿. The decision was made not to protect the coronary and to deploy the 23mm sapien 3 valve. A 23mm sapien 3 valve was deployed in a final 60:40 aortic/ventricular (a/v) position with nominal volume. During the deployment of the sapien 3 valve, findings of moving calcification to the left main trunk (lmt) was observed. Post deployment of the valve, the left ventricle wall motion was not particularly decreased, but the systolic blood pressure remains at 70 mmhg. The left ventricular end diastolic pressure was also high and an lmt occlusion was observed on aog. A wire was inserted through the strut to the left coronary artery and after intravascular ultrasound (ivus) was performed, a stent was placed. The valve remains implanted in the patient. The native annular diameter measured 19.0mm by tee. Moderate valvular calcification, ¿relatively¿ bulky native leaflet (left coronary cusp) calcification and mild aortic root calcification was reported. The height of the lmt measured 10.5mm. The diameter of the sinus of valsalva (sov) measured 32mm and the stj diameter measured 25.0mm. Per medical opinion, it was believed that deployment of the valve, without coronary protection, would be fine since there was sufficient sov size. The calcification had ¿moved weirdly¿.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.